Event description:
It was reported that, an unknown number of, a microbore cath ext set had separated during infusion. The customer stated that when they prime with saline there is no problem at all. However, when they are using contrast and a power injector, at 4ml/sec with 300psi, the male luer loosens and then it leaks. The customer stated that they are only experiencing this problem once they hit the 4ml/sec frequency. If they are doing it at a lower frequency, there is no problem with the unit. The customer stated that all the connections were secured prior to starting the infusion. There was patient involvement, however there was no adverse event. No additional information is available at this time.

Manufacturer narrative:
(B)(4): this issue was reported to have occurred within the last two months, however an exact date is unknown.the sample has been reported as available. If additional relevant information becomes available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was observed that the customer did not do a quarter turn on the one- link and the female luer during setup.